Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure every two hours at each autofill. It was noted that all connections were secure and the helium tank displayed adequate amounts. No blood was observed in the tubing and insertion was reported to be in the femoral artery. The safety disk was in the 12 o'clock position and the drain port and autofill tubing were secure. Each autofill took one to two minutes every two hours and the customer had to press the iab fill key every time the "autofill failure" message was displayed which interrupted therapy for a short while. The customer was always able to resume pumping. A getinge representative spoke to a getinge service tech who suggested to disconnect and attempt an iab fill several times incase there was a moisture issue. The attempt was unsuccessful in resolving the issue. The getinge representative advised that the customer report the iabp to their clinical engineering department. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method, result & conclusion code), h10, h11 corrected fields:d9, h3. A getinge service territory manager (stm) was dispatched to the customer's site. The stm checked the iabp and replaced luer fitting as a precaution. The stm found that the autofill and 8psi regulator out of calibration. The stm calibrated the iabp to factory. The stm then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure every two hours at each autofill. It was noted that all connections were secure and the helium tank displayed adequate amounts. No blood was observed in the tubing and insertion was reported to be in the femoral artery. The safety disk was in the 12 o'clock position and the drain port and autofill tubing were secure. Each autofill took one to two minutes every two hours and the customer had to press the iab fill key every time the "autofill failure" message was displayed which interrupted therapy for a short while. The customer was always able to resume pumping. A getinge representative spoke to a getinge service tech who suggested to disconnect and attempt an iab fill several times incase there was a moisture issue. The attempt was unsuccessful in resolving the issue. The getinge representative advised that the customer report the iabp to their clinical engineering department. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The customer had not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure every two hours at each autofill. It was noted that all connections were secure and the helium tank displayed adequate amounts. No blood was observed in the tubing and insertion was reported to be in the femoral artery. The safety disk was in the 12 o'clock position and the drain port and autofill tubing were secure. Each autofill took one to two minutes every two hours and the customer had to press the iab fill key every time the "autofill failure" message was displayed which interrupted therapy for a short while. The customer was always able to resume pumping. A getinge representative spoke to a getinge service tech who suggested to disconnect and attempt an iab fill several times incase there was a moisture issue. The attempt was unsuccessful in resolving the issue. The getinge representative advised that the customer report the iabp to their clinical engineering department. There was no patient harm and no adverse event was reported.